Event description:
Haptic broke and wound had to be widened.

Manufacturer narrative:
The evaluation of the complaint lens revealed that both haptics were damaged. One haptic had been pulled out of the optic and the other was bent. There was evidence of handling. No similar complaints were reported in this lot.